Event description:
It was reported that the device entered backup mode while performing a software upgrade. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.